Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced absensce of alarm due to low glucose and low reservoir anomaly (less insulin than shown on status). The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-7040a, mmt-397a, mmt-1884l. Customer was using the auto mode/smartguard feature at the time of the event. Low bgs/over delivery customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer believes the pump is over delivering. No further patient complications were reported. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-397a. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No audio/vibrate anomaly/absence of alarm noted during testing. Low reservoir alarm was set to 20 units, and it alarmed at 10 units and functioned properly. No unexpected alarms/alert/anomalies noted during testing. Unit successfully downloaded to thump and carelink. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Audio/vibrate anomaly/absence of alarm not confirmed. Low reservoir anomaly is not confirmed. Unable to verify customer's low bgs. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.